Event description:
The customer reported that during a procedure the system powered down uncommanded. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A lemo pin was damaged so the lemo cable was replaced. The system was tested and found to be working as intended and put back into service.